Event description:
It was reported that the customer received a result of 221 mg/dl at 8:00 am on the aviva system, and was having hypoglycemia. The patient experienced symptoms of chills, shaking, and nausea. The customer then tested his blood glucose on his wife's non-accu-chek device and received a result of 62 mg/dl. He then tested on his father's non accu-chek device and received a result of 65 mg/dl. The customer attempted to self-treat by consuming candy, juice, and glucose tablets, however his symptoms did not subside. A family member transported the customer to the emergency room. At 8:30 am the hospital received a blood glucose result of 62 mg/dl. The hospital treated the customer with an unknown IV and glucose tablets. The customer began to feel better after an hour. The customer was released from the hospital the at 2:00 pm the same day with a blood glucose result of 90 mg/dl. Return of the suspect device was requested for evaluation.